Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having dislocated several times where they were able to perform a closed reduction, however, the patient dislocated again and they felt a revision needed to take place. The cup and femoral stem were in satisfactory position. A liner and head revision took place. The surgeon changed the liner from a non-hooded to a 10 degree hooded liner and went from a 32 -4 femoral head to a 32 neutral head to help with stability.